Event description:
Same case as MFR report #: 2134265-2009-04969. It was reported that following a coronary drug eluting stenting treatment procedure, the patient presented with in stent restenosis. The index procedure treated the de novo, type c, 99% stenosed 2.5x25mm target lesion located in the mid right coronary artery (rca). Treatment consisted of pre dilation with an unspecified 2.0x15mm balloon inflated to 10 atmosphere's (atm's) and the placement of two overlapping taxus express2 study stents (2.5x24mm, 2.5x12mm) deployed at 8 & 12 atms. Post dilation was performed with an unspecified 2.5x15mm balloon inflated to 12 atms. Ivus was performed confirming the stents were well apposed resulting in 0% residual stenosis. The patient was discharged the next day on bayaspirin panaldine and pletaal. No angina was confirmed at the 1 & 6 month follow up visits. In 2009 a follow up angiogram revealed a 75% in stent restenosis of the mid rca. The 3000u of heparin were administered. A reintervention procedure at about one month later treated the 75% restenosed 3.0x20mm target lesion located in the mid rca with angioplasty and the placement of a unspecified taxus stent resulting in 0% residual stenosis. The patient was discharged three days later. The 10000u of heparin was administered. Per the physician, the event was listed as "possibly" related to the study device. No angina was confirmed at the 1 year follow up.

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. The manufacturing records were reviewed and no issues or discrepancies were found, and met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.